Event description:
It was reported that the patient expired after the implantable cardioverter defibrillator failed to deliver shock due to under-sensing was noted on the near-field and far-field channel. However, the physician concluded that the patient had pulseless electrical activity and the device had not resulted in the patient's death. The cause of the patient's death was unknown.